Manufacturer narrative:
There was a kink on the transition tubing 9.4cm proximal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 9th distal stent wrap with struts raised. A sheath of similar dimensions could not be loaded over the stent due to the deformed struts. There was no damage to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat an rca lesion. It was reported that stent struts were lifted and that the stent was not deployed. The stent is still mounted on the balloon however it appears one of the struts lifted when it hit the distal portion of an artery.